Event description:
Information received by medtronic indicated that the user was experiencing issues when inflating the balloon of the cryoablation cat heter; received system notice message 22405 (the balloon is not sufficiently inflated). Technical support was called during the case and identified an issue with the cryoconsole gauge. The console could not be used and the procedure was completed with radiofrequency (rf) ablation rather than cryoablation. There were no patient symptoms or complications related to the event. Reportable based on investigation completed 09/23/2014.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue was reproducible during site visit. The low pressure gauge was pegged and replacement of the low pressure regulator and the gauge resolved the inflation issue. Suspected defective parts of the cryoconsole were returned for evaluation. The low pressure regulator failed the inspection due to debris. The stainless steel gauge failed the visual inspection due to the gauge being pegged. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.